Event description:
It was reported that after the an atrial fibrillation (afib) procedure on (B)(6) 2013, the patient was discharged home on (B)(6) 2013. After the procedure, she was still in predominately a-fib with episodes of sinus bradycardia. On (B)(6) 2013, the patient experienced an atrial tachycardia/atrial flutter during routing clinical visit. The patient received a 150 j direct current cardioversion as a medical intervention which renders this event reportable. Additional detailed information regarding the event was requested, but no response has been received.

Manufacturer narrative:
(B)(4).